Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead had exhibited high impedance measurement despite several attempts of repositioning. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing, visual and x-ray examination of the lead found no conductor fractures or internal shorts and no other anomalies except for procedural damage.